Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 disk analyzer. The initial result was 13362 iu/l. The repeat results were 27676 iu/l and 27224 iu/l. The questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Additional information was received that the questionable results were not reported outside of the laboratory. The results did not match the patient's clinical diagnosis alerting them to an issue with the results.

Manufacturer narrative:
The investigation found the customer was using 13 mm sample tubes without the mandatory sample rack adapters. The cobas e411 operator¿s manual indicates that the correct use of standard tube rack adapters (sdtas) is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes